Event description:
(B)(6) 2023 - per the consumer, her son accidently knocked over the unit off the counter. Water spilled onto the consumers leg and arm and caused a hot water burn.

Manufacturer narrative:
(B)(6) 2023 - we requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.